Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction submitted to include the fdc code (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a trial patient in advance evaluation. It was reported that the wire got caught on a chair and had been pulled. Patient was uncomfortable. The issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event

Manufacturer narrative:
With additional information no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on (B)(6) 2017 reporting that the serial number of the lead and external neurostimulator (ens) were unknown. A pelvic x-ray was performed for the lead placement and there were no changes. The issue resolved. Patient weight at the time of the report was unknown. No further complications were reported.